Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided did not confirmed the alleged event. No root cause can be confirmed at this time. Labeling review: warnings: "...warning: metallic implants can loosen, fracture, corrode, migrate, or cause pain..." No product returned.

Event description:
Information was received that due to the length of time the rods had been implanted, patient underwent a revision procedure on (B)(6) 2019. As per reporter, broken pin was noted when the rods were explanted.